Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The target lesion was in the left anterior descending (lad) artery. The lesion had been predilated with a 2.0 x 12 maverick balloon. The physician was attempting to advance a 2.5x8mm taxus express2 drug eluting stent to treat the target lesion when the shaft broke. The device was able to be removed completely. The procedure was completed with an 2.75x8mm non-bsc bare metal stent. There were no patient complications. Reported with the patient's current condition listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.